Event description:
It was reported, during right retrograde pyelogram (rpg) and stent insertion, the stent from a filiform double pigtail ureteral stent set would not advance over the guidewire. The failure to glide over guidewire caused the stent to "concertina" and prevent any further advancement into the bladder from the rigid scope. A cook competitors' stent was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - title: sister e1 - address: (B)(6). E1 - phone number: (B)(6). G4 ¿ PMA/510(k) #: pre-amendment h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.